Event description:
It was reported that pump battery would not charge even though caller used tandem charging cable and tried charging from wall outlet for extended period without receiving any power source alert. There was no adverse impact to the customer¿s blood glucose level. Caller was instructed to try different wall outlet and then different wall adapter, and issue was resolved when pump began charging using non-tandem charging cable, so no further assistance was required.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.